Manufacturer narrative:
No decontamination performed since product was not returned for evaluation. However, photos were provided by the customer of the involved device and reported failure. Visual examination of the provided photos show a spot on the iab tray which appears to be migrated silicone. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient per iab product specification (B)(4). This silicone is not foreign matter and is not a nonconformity of the device. However, since the device was not returned for evaluation, we are unable to conclusively determine if the fluid is migrated silicone. If the device becomes available for return, an updated evaluation will be provided. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Corrected fields: (health effect ¿ impact code) complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that 11 devices had a vapor-like substance inside the intra-aortic balloon (iab) insertion kit. There was no patient involvement and no adverse event reported. This report is for #3 of the 11 devices.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).